Event description:
It was reported during cholecystectomy the clips did not close during firing. Consequently the clips were malformed. The case was completed with a same like device. There was no patient consequence.